Event description:
Event: jacket tore during unjacking in heavily calcified vessels. Pt converted to open repair. Event narrative: the pt had heavily calcified vessels, noted specifically for ulcerated plaque. Insertion of the expandable sheath was attempted, without success. Then, 20 fr and 24 fr dilators were successfully passed, however the ancure device would not pass all the way to the aortic bifurcation. An 8mm pta balloon was used at the aortic bifurcation and in the common iliac. With some resistance the ancure device was placed in the aorta, however, upon unjacketing, the jacket tore and did not expose the hooks. The pt, who was subsequently converted to open repair, left the or in stable condition.